Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic and physical evaluation of one device. A visual inspection of the returned photos noted the reload was not fired. No visual abnormalities were observed. Visual inspection of the returned product noted that the reload pre-fired. There were no staples protruding from the proximal end of the cartridge. The sled of the reload was advanced further than the I-beam when clamped. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally the reload was loaded onto a pmv representative handle and adapter. The reload communication with the handle was verified and revealed that the returned reload had been fired. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are re leased meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a single anastomosis gastric bypass procedure, while on first firing of stomach resection, the green light illuminated when the instrument was closed. The button was pressed, and the green light was flashing. When they pressed down on toggle, the stapler beeped once and would not proceed to place staples and green light stopped flashing. They tried again to press, same occurred. The reload was removed and reloaded, same occurred. New reload was loaded, with existing shell, adapter and handle, and used successfully. On inspection, the staples cannot be seen to have started to deploy. There was no patient injury.